Event description:
It was reported that the right atrial (ra) lead had a ¿drop¿ and was revised. A week later, the ra lead again had a ¿drop¿ so it was decided to abandon the ra lead, and the device settings were changed to ventricular pacing. However, upon changing the device settings, a right ventricular (rv) lead integrity alert (lia) triggered with high pacing impedances and multiple high rate non-sustained episodes. The rv tip to ring vector was suspected as the cause, so it was changed to tip to coil and observed. However, after changing it, a lia still triggered, but during manual testing, impedance was stable. It was suspected that the cause was due to the ra lead falling near the rv coil, so it was decided to turn off the lia alarm. After a few days, the patient came back again with a high rv pacing impedance alert triggering an issue with the tip to coil setting and high pacing impedance. In addition, a rv lead noise warning triggered for oversensing and noise and stored episodes showed some non-physiological noise. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the rv lead's set screw was not tight enough in the implantable cardioverter defibrillator (ICD) and that lead revision was performed. The device remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead had a spike. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.